Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00041. The date of that submission was 3/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that the device had a red screen with error code 41786. There was no patient involvement, and no patient harm/adverse event reported.